Manufacturer narrative:
(B)(4). A revision procedure has been scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms, shock impedance measurements greater than 200 ohms, loss of capture, and no sensing. The patient indicated that they had a sports accident prior to the onset of the clinical observations. As a result, the device was deactivated until the revision could be performed. It was indicated this patient was not pacemaker dependent and no cardiac arrhythmia occurred since the last follow-up. No adverse patient effects were reported.

Event description:
Subsequent information was received that the patient was playing football and broken two ribs. The next routine follow-up revealed high shock and pacing impedance measurements, no sensing and high threshold measurements. As a result, a revision was scheduled. During the revision, the lead was fractured beneath the header of the device. A portion of the lead was extracted and the remaining portion of the lead was surgically abandoned. A new lead was successfully implanted. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.